Event description:
A copy of the medwatch report from FDA was received, which states ¿pt had their 4th day pf fludarabine chemotherapy infusion due on (B)(6) 2025 at 2000. As I hung up the bag, I set the pump on delay, seeking assistance for another nurse to double check the chemo dose. 5 minutes later, as I come back to the patient room, the chemo bad was completely dry. Also, after looking in the pump settings, it stated that there was 0ml infused. This was a pump malfunction. Pt was fine. No signs and symptoms. Md overnight and chemo pharmacist was notified. There was no extra precaution taken. The original infusion time for the fludarabine bag was 30 min. Internal rl# (B)(4)." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event, unique identifier (UDI) #, medical device serial #, PMA / 510(k)#, manufacturing location. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod/dates, device eval by manufacturer?, device manufacture date, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported fludarabine over infusion was not confirmed through a review of the device logs or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. On (B)(6) 2025 at 2:03 am an infusion was started on the suspect pump module s/n (B)(6) at a rate of 132.8 ml/hr and a volume to be infused (vtbi) of 132.8 ml/hr. The pump module alarmed for check IV set and was channeled off. On (B)(6) 2025 at 7:40 pm the pump module alarmed for safety clamp open. At 7:42 pm the infusion was put on standby. At 8:02 pm the infusion was callback and put on standby again at 8:03 pm. At 8:28 pm the door was opened and the pump module alarmed for check IV set, and the unit was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The alaris system user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly was it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported fludarabine over infusion could not be identified. Based on the log analysis, a delayed infusion was callback before infusion and then an infusion delayed was recorded. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿pt had their 4th day pf fludarabine chemotherapy infusion due on (B)(6) 2025 at 2000. As I hung up the bag, I set the pump on delay, seeking assistance for another nurse to double check the chemo dose. 5 minutes later, as I come back to the patient room, the chemo bad was completely dry. Also, after looking in the pump settings, it stated that there was 0ml infused. This was a pump malfunction. Pt was fine. No signs and symptoms. Md overnight and chemo pharmacist was notified. There was no extra precaution taken. The original infusion time for the fludarabine bag was 30 min. Internal rl# (B)(4)." There was patient involvement but no harm.